Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The device was returned to olympus for evaluation. The evaluation confirmed the reported probe damage. A visual inspection on the device was performed and found the probe completely broken off from the proximal end. The remaining portion of the probe measured at approximately 3mm in length. The detached probe was also returned to olympus and measured at approximately 16mm in length. Char marks were also found on the probe tip. In addition, the ptfe pad (teflon pad) was inspected and found it worn, slightly melted on the tip; however, no metal was exposed. The device was then attached and tested with an olympus electrosurgical general for a probe check. The device failed the probe test. Based on similar reported events, the cause of the reported probe breakage could be related to the operator¿s technique. The instruction manual provides several warning and caution statements in an effort to prevent damage to the probe unit. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the probe tip of the thunderbeat device broke off and fell into the patient. The device fragment was successfully retrieved from the patient and the procedure was completed with a different thunderbeat device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the user facility. Olympus received additional information that states the patient underwent a therapeutic total laparoscopic hysterectomy (tlh) procedure. The previously reported incident occurred while the surgeon was concluding the colpotomy. Additionally, it was reported that the device and generator connections were inspected prior to the procedure with no anomalies found.